Manufacturer narrative:
Evaluation of the returned trellis confirmed that the balloon ports were incorrectly labeled: the port that inflates the proximal balloon was labeled dist balloon and the port that inflates the distal balloon was labeled prox balloon.this event has been reclassified in section h1 to a malfunction due to the issue with the inflation port.(B)(4)

Event description:
This procedure was performed on an iliofemoral dvt via the common femoral vein. The reported event occurred during the procedure. The physician positioned the catheter in the patient and tried to inflate the balloons. The physician noticed the proximal balloon port was labeled distal balloon yet it inflated the proximal balloon. The distal balloon port was labeled proximal balloon and would not inflate. A 10f sheath was used in this procedure. The physician removed the trellis from the patient. Once removed the physician attempted to inflate the distal balloon through distal but the contrast/saline solution appeared to be leaking from between the catheter and distal balloon edge. No injury to the patient. Section j: no surgical/medical intervention required. The physician aspirated the remainder of thrombus and placed venous stents in common iliac vein to complete procedure. Investigation of the returned device on (B)(6) 2014 found the distal balloon exhibited a football shaped hole on the proximal end of the balloon chamber. Additionally, the when the port labeled distal was inflated with water the proximal balloon was inflated.

Manufacturer narrative:
A review of the manufacture records for this device was conducted.